Event description:
The customer reported a spill of cidex plus. The customer reported that they were keeping the bottle of solution on the floor with an instrument in it and that it was kicked over. The employee reported that she had a headache for three hours. The customer did not seek medical attention or require treatment. The customer was instructed to use appropriate trays for soaking instruments.